Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the red ultrasonic level sensor to lab use only (luo) testing equipment. When turned on the system recognized the level sensor system as being connected and appropriately alarmed to the changing levels. It was determined that the red level sensor functioned as intended.

Manufacturer narrative:
The field service representative (fsr) replaced the red level sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed a 'level not attached' message. The team used the device for the remainder of the case without the level sensor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.